Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed out pump supplies, therefore, troubleshooting with tandem technical support was unable to be performed. Customer's blood glucose level was not impacted.